Event description:
It was reported that a patient had 3 endeavor sprint rapid exchange (rx) drug eluting stents implanted on the day of the index procedure. A potential mi occurred approximately 1 year from the index procedure. No other clinical sequeala were reported.

Event description:
It was reported that 5 days post index, stent thrombosis occurred and this was seen in angiography. Location was 1st obtuse marginal. It was also reported that a revascularization was performed as a result of the stent thrombosis. An endeavor sprint drug eluting stent was implanted. Investigator has not assessed if these events were related to the study devices.

Event description:
It has been confirmed that the mi event occurred 5 days post index procedure not 1 year as previously reported.

Manufacturer narrative:
Evaluation codes: results: inherent risk of procedure (mi). (B)(4).

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (stent thrombosis). Evaluation conclusions: inherent risk of procedure - (stent thrombosis). (B)(4).

Manufacturer narrative:
(B)(4)